Event description:
Beginning of case, did cysto with right ureteral catheter placement. Towards end of case, did right ureteral catheter removal. At that time, it was noted that a portion of the catheter was floating in the bladder. Md used a flexible grasper and was able to retrieve portion of catheter. Both pieces were passed off of the field and were disinfected with disinfectant wipes and bagged. The package from catheter was saved and attached to bag with catheter.